Event description:
It was reported that the needle of the bd glide¿ with tbl short needle bd ultra-fine¿ ii needle insulin syringe broke inside the patient's left hand. Doctors were contacted and sonography was performed, though nothing was detected. An x-ray was performed, showing the broken needle, but the doctor's were unable to remove it. The following information was provided by the initial reporter: "call received from patient relative [confidential] to quality. [Confidential] shared that his mother is using insulin syringe bd u100 from last 20 years, but on dated (B)(6) 2022 when she was taking her shot, the needle broke and remains inside the body (hand). After that patient has contacted doctors and done the x-ray which was showing the needle is inside the body, but they are unable to remove it... While injecting form lot number: lot 1095242 b, date of import (B)(6) 2021, in the arm, the needle broke and a piece of needle has been detected in the left arm. The patient has done sonography as well but, no reports available and needle was not detected as shared by patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Several images for 1.0ml, 31 guage, 6mm from lot 1095242 were provided. The customer reported that when she was taking her shot, the needle broke and remains inside the body. The photos were examined, and it was observed that the cannula was broken on the patient end of the syringe and still lodged inside of the patient¿s body which is visible via x-ray. A review of the device history record was completed for batch# 1095242. All inspections were performed per the applicable operations qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that the needle of the bd glide¿ with tbl short needle bd ultra-fine¿ ii needle insulin syringe broke inside the patient's left hand. Doctors were contacted and sonography was performed, though nothing was detected. An x-ray was performed, showing the broken needle, but the doctor's were unable to remove it. The following information was provided by the initial reporter: "call received from patient relative [confidential] to quality. [Confidential] shared that his mother is using insulin syringe bd u100 from last 20 years, but on dated 12.09.2022 when she was taking her shot, the needle broke and remains inside the body (hand). After that patient has contacted doctors and done the xray which was showing the needle is inside the body, but they are unable to remove it... While injecting form lot number: lot 1095242 b, date of import 2021-08, in the arm, the needle broke and a piece of needle has been detected in the left arm. The patient has done sonography as well but, no reports available and needle was not detected as shared by patient."